Event description:
Olympus europe se & co. Kg (oekg) was informed by the customer, ¿during a therapeutic procedure the image became green¿ when using the endoeye high-definition ii, autoclavable video telescope. The customer reported the procedure could be completed and no death or injury and no impact to the patient has been reported to olympus.

Manufacturer narrative:
The device will be returned to the manufacturer for investigation. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This supplemental report was submitted to provide additional details to the event description.

Event description:
The customer further reported there was no delay. It was unknown if the same, similar, or other equipment was used to complete the procedure. No additional anesthesia, sedation or treatment was required to the patient and the device was inspected prior to procedure but no abnormalities were observed. No other information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the device evaluation and conclusion of the investigation. During inspection, the customer¿s reported problem was confirmed/reproduced as varying (green/purple) colored images were identified. The colored image defect was isolated to a defective video cable unit. The inspection also observed non-reportable defects such as the light guide fiber bundle at the distal tip of the outer tube is damaged and the coverglass at the distal end is cracked. A review of the device history records (DHR) review showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. The device evaluation identified the image displays green in color due to a defective video cable unit. The root cause of the defective video cable cannot conclusively be determined. However, the colored image defect is a known issue and based on previous investigations, the potential cause can be attributed to the following: 1. Cable pins of odu (video) connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines for soldering process have been updated which improved soldering stability and manufacturability of good soldering joints. Olympus will continue to monitor the field performance for this device.